Event description:
The customer reported via phone call that the insulin pump did not deliver insulin to their body the night prior. The customer stated they were able to successfully deliver a bolus later on, but now had a maximum bolus message. Customer also did not know how to deliver the amount insulin the bolus wizard recommended. Customer was assisted with delivering a bolus. Customer's blood glucose was unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.